Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to send this unit in for repair under warranty. The staff sent it down to him with the complaint that the unit continues to build up pressure and does not release it. This was on a pt when it was discovered and pt was removed from the device, no pt compromise. [Name removed] put a test lung on the unit in ncpap mode with a flow of 2 lpm on both flowmeters and was able to duplicate the complaint, he said that the pressure built up until the test lung popped. Issued return number (B)(4) to have unit come back to ps for repair, gave ps address. Confirmed return address. He asks that a box be sent will place order for box."

Manufacturer narrative:
On (B)(4) 2010, carefusion sent a letter to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(4) 2011, there has been no response to the letter from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion service dept tech. The carefusion service dept tech evaluated the device, verified the complaint and determined that the root cause of the failure was a faulty sensor valve pcba. The sensor valve pcba has been sent to the carefusion failure analysis lab for eval to determine the root cause of its failure. Once the eval is complete carefusion will submit a f/u medwatch report.